Event description:
Reporter is consumer who says that he had a large 8x5 patch implanted and ever since its placement he's had hives at random in the area. He says that in the winter his skin feels like "burlap" over the area. He's noted fluctuations in his weight since placement. There are times that he feels bloated in the abdominal area and his abdomen takes on an odd shape like it's distended - he believes he is having an allergic reaction. His dr stated that it couldn't be an allergy since the materials of the implant contain no alloys or metals. There have been no recalls, because the device doesn't have the memory ring. He has a known allergy to novacaine. He has an appointment on the day of this report to see about having the device removed.